Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. (B)(4).

Event description:
This complaint is from a literature source. It was reported that a total of 45 new cerebral lesions were detected by diffusion-weighted imaging (dwi)-magnetic resonance imaging (MRI) in 20 patients 1 day after the ablation procedure. All patients with symptomatic atrial fibrillation underwent pulmonary vein isolation (pvi). Based on the facts of the case and the author¿s assessment, there were no reported malfunction with any of the bwi catheters and systems used during the case. Thus, this event is unrelated to the device and most likely related to the procedure. Title: ¿clinical impact of the microembolic signal burden during catheter ablation for atrial fibrillation¿ the purpose of this study was to investigate the effect of the microembolic signal count on the occurrence of new silent cerebral embolism measured by diffusion-weighted imaging-magnetic resonance imaging, changes in neuropsychological testing and the occurrence of clinical events during long-term follow-up after pulmonary vein isolation. The study was conducted between july 2011 and november 2012. Medtronic and bwi ablation devices were used in this study. It is unknown which devices the patient who suffered complication have used. Bwi takes conservative approach to report all the events occurred under navistar thermocool, however catalog and lot number is unknown.